Manufacturer narrative:
(B)(4), 2010. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
Reportedly, a wrong serial number was displayed upon interrogation of the ICD after the implantation procedure: (B)(4) was implanted according to registered serial number; (B)(4) was displayed by the programmer upon interrogation. This issue was noticed by the company representative after a follow up for the device was completed.